Event description:
A peritoneal dialysis (pd) pt reported a large drain volume. Treatment data provided to technical service below for (B)(6) 2015: drain 0: 69ml; fill 1: 1999ml; drain 1: 4105ml. The reported large drain of 4105ml was 205% over the expected drain volume which resulted in a reportable device malfunction. There were no adverse events with this large drain.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.